Manufacturer narrative:
(B)(4). Product usage when the alleged issue was detected is unknown. A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided. No corrective action can be established at this time since the sample or a picture of it is not available for evaluation. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint or a picture of it. If the device sample or a picture of it becomes available at a later date this complaint will be updated.

Event description:
The customer alleges that the reservoir bag detached from the oxygen mask.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the reservoir bag was unattached from the mask. Also stress marks were observed on the reservoir bag which indicates a correct assembly. Based on the visual examination, the reported complaint was confirmed. Although the complaint has been confirmed, there is no sufficient evidence to assure this issue was originated during the manufacturing process. The reservoir bag was found with stress marks which indicate it was assembled correctly; the root cause for the condition reported could not be identified. A nc history review was conducted on the catalog number in question from (B)(6) 2015 to (B)(6) 2016, and no issues were found that can lead this customer complaint. However a notification of this customer complaint was given to the personnel involved in the manufacturing process of the product in question to make them aware of this issue. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not identified.

Event description:
The customer alleges that the reservoir bag detached from the oxygen mask.